Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Event: (cc# 97-00387) the iab was inserted into the pt on 4/7/97. On 4/8/97 iabp for 14 hours, the iab leaked. Blood was noted in the tubing and the iab was removed. No second was inserted. [Event complications]: none from the event - reported 4/8/97, 5/8/97. [Pt's current status]: stable - rpt'd 4/8/97.